Manufacturer narrative:
A getinge service territory manager (stm) reported that the customer called and said that issue had been resolved and cancelled the service call request. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit notified battery maintenance. There was no patient involvement.